Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. During the procedure, on the first inflation at 10 atmospheres for 10 seconds, the balloon ruptured. The device was removed without any problem with no defect observed. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.